Event description:
On 2024-11-22 the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient had brief episodes of left upper extremity (lue) and left lower extremity (lle) rhythmic movements lasting < 10 seconds on (B)(6) 2024. The next day ( (B)(6) 2024 ), the patient had similar episodes as well as a 15-20 seconds episode of bilateral upper extremely jerking as witness by primary team. Head CT scans without contrast revealed right frontal-parietal and left frontal and occipital hypodensities consistent with subacute infarcts. According to the site, the berlin heart excor blood pump pu valves; 10 ml in/out; ø 6 mm functioned as intended, with complete fill and ejection. Multiple deposits were noted in the pump.

Manufacturer narrative:
The excor blood pumps pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The affected pump, sn (B)(6) remains on the patient and continues to be monitored. The event occurred on 2024-11-05 , (22 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.